Manufacturer narrative:
Upon disassembly, no failures were identified. Preventative maintenance was performed and device was returned to the customer after passing the final inspection.

Event description:
It was reported that metal flakes were coming out of the device during a procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that metal flakes were coming out of the device during a procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.